Manufacturer narrative:
The customer declined advised repairs to their device. The device was returned to the customer without repair. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not complete its boot-up cycle. In this state, the device would not be able to provide therapy, if it were needed.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not complete its boot-up cycle. In this state, the device would not be able to provide therapy, if it were needed.